Manufacturer narrative:
(B)(4). The customer reported a failure to shock. There was no negative patient impact. The device was sent to the philips bench for evaluation. The reported symptom could not be reproduced. The event file was reviewed and there is no indication the customer attached pads/paddles for the delivery of therapy. Wear and discoloration was noted on the therapy port. The therapy port was replaced per the discretion of the repair technician. The device passed all testing and was returned to the customer site for use. The reported symptom could not be reproduced and we are therefore unable to determine the cause of the malfunction.

Event description:
The customer reported a failure to shock. There was no negative patient impact.